Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and reload the cartridge, which led to resuming insulin and resolving the issue.